Event description:
It was reported that the health care professional (hcp) forwarded the physician's notes about the surgically abandoned right ventricular (rv) lead to the warranty team. The reason for the abandonment was unknown. Technical services (ts) requested the interrogation report from the hcp. This rv lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) forwarded the physician's notes about the surgically abandoned right ventricular (rv) lead to the warranty team. The reason for the abandonment was unknown. Technical services (ts) requested the interrogation report from the hcp. This rv lead was replaced. No additional adverse patient effects were reported. Additional information was received indicating that noise was observed on this lead during a routine device follow-up check in the clinic. This lead noise did not result in any reported patient symptoms.